Manufacturer narrative:
After further review of additional information received the following sections g3,g6,h2, h3 and h6 have been updated accordingly. The hub of a 9mm x 39mm palmaz genesis on .035¿ 135cm opta pro over-the-wire (otw) percutaneous transluminal angioplasty (pta) stent delivery system (sds) broke while it was being used. The stent was received still mounted on the balloon of the unit and it presented some struts lifted on the distal area. There was no reported patient injury. The device was opened in a sterile field. Additional procedural details were requested but are unknown. The product was returned for analysis. Per visual analysis, the stent was received still mounted on the balloon of the unit and had some struts lifted on the distal area. The balloon was not inflated. The returned device was thoroughly inspected focusing on the luer hub area and no damages or anomalies were observed. Per functional analysis, a syringe was connected to the luer hub of both device ports and no incompatibility/fit issued was experienced. Per microscopic analysis, the luer hub area was inspected using a vision system to magnify any damage, however, no anomalies were observed. A product history record (phr) review of lot 17753888 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The complaint reported by the customer as ¿stent - strut uplift¿ was confirmed since the stent presents a strut uplift condition on the distal edge. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as operator handling, or vessel characteristics, although unknown, may have contributed to the reported event. According to the IFU, which is not intended as a mitigation of risk, ¿prior to stenting, the palmaz genesis® peripheral stent on opta® pro .035" delivery system should be examined to verify functionality and integrity. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, a corrective/preventive action will be taken at this time. A risk assessment has been opened to further investigate this issue.

Manufacturer narrative:
The device has been returned for evaluation, but the manufacture report is not yet available. A review of the device history record (DHR) associated with lot#:17753888 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be sent in upon 30 days after receipt.

Event description:
As reported, the hub of a 9mm x 39mm palmaz genesis on .035¿ 135cm opta pro over-the-wire (otw) percutaneous transluminal angioplasty (pta) stent delivery system (sds) broke while it was being used. The stent was received still mounted on the balloon of the unit and it present some struts lifted on the distal area. There was no reported patient injury. The device was opened in a sterile field. The device will be returned for evaluation. Additional procedural details were requested but are unknown.